Event description:
Procedure type: laparoscopy. According to the reporter: the surgeon was unable to remove the anvil to align before firing. He tried to open the stapler with an apprehension tweezers pressured firmness. It was required to convert only this part of the surgery to an open procedure and suture manually. No injury. No patient damage occurred. No blood loss in excess of 250cc was reported. Operative time was extended approximately 20 minutes. No unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).